Manufacturer narrative:
(B)(4)

Event description:
It was reported that pt felt no stimulation sensation and a loss of therapeutic effect following a bad fall on (B)(6). She stopped feeling the stimulation sensation two days after the fall and her urinary issues returned.